Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a broken lead. It was reported that the patient's therapy changed and felt like it was turning on and off when they moved, turned, or shook their stomach. They would move their generator a little under their skin and the stimulation would change and feel like it was turning on and off. It was reported that the patient fell down a number of stairs, approximately 9 stairs. The patient landed on their bottom and continued down the flight of stairs on their bottom. The patient knew something was wrong right away. It happened a week or so before (B)(6). An impedance check was done. Electrodes 8, 9, 10, 13, 14, 15 all had very high impedances over 10,000. The manufacturer representative (rep) had the patient stand up and move around slightly then checked the impedances again. Electrode number 11 was the only one that was working. It was reported that they were able to cover the pa tient's pain areas, using only the electrodes on the one good lead. The patient was using both leads at the time of the fall and now was currently using just one lead. There was a report of a reprogramming that occurred after a patient fall. It was reported that r eprogramming was successful. The issue was not resolved at the time of the report. The lead had moved an entire vertebral body this was confirmed from an x-ray. No troubleshooting was performed. It was later reported that the rep was able to recapture analgesia through reprogramming and the patient was satisfied. Relevant medical history includes spinal pain.